Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the gap between adhesive at the distal end and acoustic lens was caused by physical stress from dropping the area of interest on a hard surface/object, tapping, or applying chemical stress during the cleaning/disinfection process. The event can be prevented by following the instructions for use which state: ¿instructions evis exera ii ultrasound gastrovideoscope olympus gf type uct180 important information ¿ please read before use precautions caution ·do not pull the universal cord during an examination. The endoscope connector will be pulled out from the output socket of the light source and the endoscopic image will not be visible. ·do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result. ·do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. ·do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope jet channel was found to have air-water leakages. The issue was found during reprocessing the device. Inspection and testing of the returned device found gap on the adhesive at the distal end and gap between acoustic lens and ultrasound probe. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found due to damage, switch 1 does not work. Due to wear of lock engagement lever the upward/downward knob cannot be locked securely. Suction cylinder has discoloration. Elevator channel plug is loose. Because guide pin of electrical connector is shaved, water tightness is lost. Distal end has a scratch. Objective lens has a crack. Adhesive around objective lens has wear. Adhesive around light guide lens has wear. Adhesive on bending section rubber has a discolored area. Connecting tube has a buckling. Due to wear of angle wire, bending angle in down direction does not meet the standard value. Due to wear of angle wire, bending angle in right direction does not meet the standard value and were stretched, due to wear of knife-wire, the fixing force of guide wire does not meet the standard value. -objective lens has a crack. Channel tube has a scratch. Ultrasonic connector has corrosion due to water leakage. Adhesive around objective lens has wear. Universal cord had buckling. Bending section rubber has adhesive deterioration and separation on the thread-wound sections. The friction plate became deteriorated. Part of the insertion tube is caught and pinched-the insertion tube becomes deformed (handling issue).universal cord was damaged and deteriorated. The objective lens was cracked due to a shock caused by dropping and knocking the endoscope to a hard surface/object (handling issue). The light guide lens was chipped due to a shock caused by dropping the endoscope and knocking to a hard surface/object (handling issue). Insertion tube buckles and coating peel-off/buckles on protector insertion section fail. Angle knob operation, angle knob motion direction, bending angle, knob play, bending section return. Elevator channel plug was loose. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.